Event description:
A journal article was reviewed that contained information regarding these leads. Multiple patients and failure modes were noted in the article, however a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: lead fracture, oversensing, inappropriate shocks, noise, high impedance, impedance increase, lead integrity alert triggering and not triggering, and patient alert issues. The article also indicated that "during the study, none of the 409 patients (with or without the lia) whose sprint fidelis lead did not fracture received a false-positive audible alert, had the nid inappropriately extended to 30/40, or did not receive a shock or antitachycardia pacing when appropriate," and therefore are reporting ineffective defibrillation/no charge delivered. The status of the leads is unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The sprint fidelis lead model is included in a field advisory. Referenced article: "lead integrity alert algorithm decreases inappropriate shocks in patients who have sprint fidelis pace-sense conductor fractures." Heart rhythm. October 6;7(8):1048-1055.